Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed intermittent comm loss messages on the bed tiles. This was only occurring for 2-3 seconds, then resolve itself, and then came back after 1-2 hours. Nihon kohden technical support (nk ts) advised the bme to check the front of the cns to ensure that the front grill was not clogged with dust and that there was enough air flow for the cns. The bme reported that the grill was very dusty and vacuumed it out, then rebooted the system, which resolved the issue. No patient harm or injury was reported. Investigation summary: no further issues have been reported with this device, at this facility, since 10/26/2022. Based on the review of device history and facility trending, a significant trend that would warrant any corrective action or any further action has not been observed and no further action is required. We were able to confirm the reported issue was due to user related error due to lack of proper preventative maintenance/cleaning of the device. The issue was resolved by providing the customer education on how to perform preventative maintenance and proper cleaning and to perform regularly scheduled reboots of the system. Once the device was cleaned and the device was rebooted/restarted, the issue was resolved. The reported issue can occur, due to a lack of the customer performing preventative maintenance (not rebooting the device/server services), as recommended. Our nk ts technician provided education and assistance to the customer to resolve the issue and prevent future issues.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed intermittent comm loss messages on the bed tiles. This was only occurring for 2-3 seconds, then resolve itself, and then came back after 1-2 hours.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows intermittent communication loss messages on the bed tiles which would only occur for 2-3 seconds then resolve itself and then come back after 1-2 hours. No patient harm reported. Nihon kohden technician requested the bme to check the front of the cns to ensure that the front grill is not clogged with dust and that there is enough air flow for the cns. The bme reported that the grill is very dusty and the bme vacuumed it out and rebooted the system and issue is resolved.